Manufacturer narrative:
Her pleasure (sensations) lot code: tt4192uz1321. Intense condoms lot code: tt4169uz915. Warming condoms lot code: tt4172uz1303. Twisted condoms lot code: tt4136ez1309. Carton lot code: tt4136e. Device manufacture dates for above lot codes are the following: her pleasure (sensations) condoms: 07/11/2014. Intense condoms: 06/18/2014. Warming condoms: 06/21/2014. Twisted condoms: 05/16/2014. Carton: 05/16/2014.

Manufacturer narrative:
510(k) number for twisted condoms is k993735. 510(k) number for sensations condoms is k912901. 510(k) number for intense condoms is k912901. 510(k) numbers for warming condoms are k120249 and k912901.

Event description:
Consumer reports condom breakage. Consumer required intervention to prevent permanent damage.